Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation. It was reported that a on (B)(6)2023, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4 with short restricted posterior leaflet. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6)2023, the patient was presented with chest pain and recurrent mr of grade moderate. Transthoracic echocardiogram (tte) showed a single leaflet device attachment (slda). The clip had detached from the posterior leaflet. No plans of intervention, as the clip appears well secured on the anterior leaflet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and chest pain were unable to be determined. The reported recurrent mr is a cascading effect of the reported slda. The reported patient effect of mitral regurgitation and chest pain, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.